Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. It was reported that the dressing was used and discarded, with no additional information provided. Therefore, we are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported events has been reviewed, revealing further instances. A clinical review reported: the reported blisters and erythema improved once the dressing was changed to a different smith and nephew dressing. Although requested, no photos of the wounds or the skin reactions were provided for review. The information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). Since the skin reaction has been reported as improved ¿with no recurrence of the blisters,¿ no further medical assessment is warranted at this time. A risk management review has taken place, the file contains several failure modes that lead to type 4 sensitization reaction including but not limited to; dressing used on fragile skin or patient with dermatological condition, or product not applied using a clean technique. The IFU has been reviewed, which contains adequate cautions and warnings, including, cica-care is contra-indicated for patients with complicating medical factors which would make them unable to use the dressing properly and in patients with dermatological conditions which disrupt the integrity of the skin in areas of coverage. Do not use on an open or infected wounds or skin currently affected by acne. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment with a cicaplaie dressing, blisters and erythema appeared below the adhesive area of the dressing. The dressing type was changed to a hydrocellular dressing and an improvement was noticed in the skin condition, with no recurrence of the blisters. The clinical consequences were: altered skin condition (wounds) and daily dressings that caused pain. It is unknown if there was a delay in the procedure.